Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricle (lv). The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. A complete lead was returned for analysis. The reported event of a stylet insertion issue was confirmed. A stylet insertion test was unable to be performed due to the damaged coil at the distal region of the lead. X-ray confirmed the stylet was unable to be inserted due to the damaged coil. The cause of the reported event was isolated to the damaged coil at the distal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.